Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was tested using a water filled test reservoir, no red or blue color leakage or traces of moisture were noted at electronic or motor assemblies per our visual inspection. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at battery tube threads and minor scratched lcd window.

Event description:
It was reported the customer exposed their insulin pump to fluid. Customer stated their insulin pump was leaking red and blue colors on the opposite side of their reservoir. The customer's blood glucose was between 300 mg/dl and 385 mg/dl. The customer could not recall how the insulin pump was exposed to moisture. Customer stated there was not more or frequent alarms after the fluid exposure. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.